Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Laparoscopic appendectomy - "when the catch bag was deployed the bag was not attached to the device properly and so the bag did not open. Another device was used successfully". Additional information received via email from applied medical team member: march 16, 2017 "the prongs were exposed in the patient. The bag was not on the prongs". Type of intervention: "another cd003 was used as replacement" patient status: okay . Additional received 09mar2017: patient status is fine, no ill effects.

Manufacturer narrative:
The event product was returned to applied medical for evaluation. Upon inspection, engineering noted that the deployment mechanism was damaged. The root cause of the customer's experience is likely due to retracting the deployment mechanism prior to full deployment. The damage observed on the deployment mechanism indicates that the customer overrode the ratchet mechanism by retracting the thumb ring prior to full deployment. If the device is retracted prior to full deployment, the supports may retract away from the tissue bag and cause the tissue bag to fall off the supports when deployed. Per the instructions for use (IFU), the customer should "hold the inzii retrieval system in an upright position and push the thumb ring forward to deploy and advance the rim of the bag into the body cavity. The thumb ring must be pushed completely forward until it has reached its advancing endpoint, which is indicated by a stop." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.